Event description:
It was reported that the patient had physical damage to their system controller screen. The product was exchanged on 23nov2022.

Manufacturer narrative:
Serial number was requested but was not provided. Manufacturer¿s investigation conclusion: the reported event of damage to the system controller screen was not confirmed as no products were returned for analysis and no photos were submitted for review. Multiple attempts were made to determine if the system controller would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the system controller was not reported with the event. Heartmate 3 instructions for use ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.